Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the reported event of the type 3b endoleak based on the medical records and imaging available to review. Procedure related harms, device, user, or anatomy relatedness of this event could not be determined with the medical records and imaging available for review. The patient was discharged on post operative day one following a successful endovascular repair. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b5: describe event or problem has been updated. H6: device code remove code 3190 h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 6 years post initial procedure, a type 3b endoleak was identified by a computed tomography angiography (cta) during a routine follow up. The physician elected to reline with a bifurcated stent graft and a suprarenal extension to successfully treat this event. The patient was reported as doing well. Additional information: during the investigation, clinical assessment identified sac growth reported on the discharge summary.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with strata."

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 6 years post initial procedure, a type 3b endoleak was identified by a computed tomography angiography (cta) during a routine follow up. The physician elected to reline with a bifurcated stent graft and a suprarenal extension to successfully treat this event. The patient was reported as doing well.